Event description:
Information received indicates the foot end hi-low function is drifting down.

Manufacturer narrative:
The technician isolated the issue to the trend valve. He replaced the trend valve to repair the bed.